Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer's blood glucose was "high" although specific value not provided. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.